Manufacturer narrative:
No motor position encoder error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor system. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and missing endcap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a motor position encoder error alarm while attempting to bolus. Customer's blood glucose was unknown. The customer was able to clear the alarm and rewind the insulin pump. The customer stated the drive support cap appeared to be normal. It was also found a motor error alarm occurred on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.